Event description:
It was reported that the patient presented device data via merlin.net with high voltage lead impedance out of range alert. Standard lead evaluation tests were performed. Only one hvli vector was high and out of range. Other electrical lead parameters were normal and in-range. Isometric testing was performed but no noise was detected. The patient will be monitored.